Event description:
It was reported that during central processing, the 6mm monopolar curved scissors (mcs) instrument was observed to have a broken tip. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 6mm monopolar curved scissors (mcs) instrument was analyzed and found to have a broken detached tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.13mm x 1.76mm in size. Additional observations not reported by site that are related to the customer reported complaint: a detached fragment is observe due to the broken tube adapter. The instrument was found to have scratch marks/abrasions on the tube adapter.